Event description:
Lap- nissen: "when the surgeon went to fire the clip applier, the clips came out sideways and jammed in the jaws." "Additionally, while speaking with dr (B)(6) in greater length, he stated that the product jammed at a point where attempting to secure a bleeder and as a result the patient loss a large amount of blood." Intervention - "another clip applier needed to be opened to complete procedure."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that, when actuated, the handle of the unit would not spring back to its original position. The lockout function of the device was also noted to have been compromised. The unit was disassembled for further evaluation and engineering found that an internal component was detached, which can cause the clips to jam. The root cause of the detachment was most likely due to an operator error during the manufacturing and assembly process. Training has been conducted with the manufacturing team to develop a heightened awareness of the incident. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.